Manufacturer narrative:
Additional information: describe event or problem and evaluation codes.

Event description:
Additional information: the lens was repositioned successfully, a yag was performed, and followed by a prk procedure. All procedures were on the right eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7442217) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
It was reported that lens vaulted (z-syndrome) approximately 39 days post lens implant. Posterior capsular opacification and fibrosis or striae were also observed. The surgeon indicated that in her opinion the likely cause of the event was due to "aggressive healing pattern". The patient's current prognosis and treatment are follow up with physician. The patient was reported as having no intermediate or near vision and photorefractive keratectomy (prk) surgery was performed. This report pertains to the patient's right eye.